Event description:
It was reported, the patient had a catheter revision on 2013 (B)(6) and a new catheter was placed (please refer to manufacturer report # 3004209178-2014-04831). Two months ago, the patient started to develop redness at the pump pocket site. The patient¿s abdomen was tender and the patient was experiencing neuropathic shooting pains in the legs. The patient was being treated with a 3rd round of antibiotics. Symptoms were getting better but there was still redness at the pocket site. The patient was going back to the neurosurgeon next week which could result in explant. There was no alleged product issue with the pump and catheter. The patient was undergoing antibiotic treatment at the time of the report. The patient symptom associated with the event was pain at the device pocket. The patient status at the time of the report was ¿alive- no injury.¿ the system was being used to deliver morphine. It was later reported that the pump was removed on 2014 (B)(6). The doctor opted to not send the device back. Additional information has been requested but was not available at the time of this report.

Event description:
It was later reported that the pump was removed due to an infection.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the patient is doing fine at the time of report. It was noted that the patient was implanted with a new pump the day prior.